Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vacuum hose was reconnected to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.